Event description:
Reportedly, during the implant attempt, difficulties were encountered while operating the fixation mechanism of the device. Appropriate function of the mechanism was verified by the physician prior to the attempt. However, once positioned inside the pt, extension of the helix was not possible despite numerous attempts and stylets used. Another lead was implanted instead.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.